Event description:
On (B)(6) 2025, it was reported that they have been complaining about the controller for a year. Patient states when he goes to plug in or hook up to do a function of any part they gets no device found. Agent advised to try and charge and patient states will not charge or do anything. Agent advised to reset equipment as the device was frozen. Patient mentioned he was driving his diesel pickup and this thing pegged itself and almost wreck and slammed on the brakes and got over on the side of the road as fast as he could with this thing going 100%. Patient states this has happened 4 times and got to the point where they won't even turn it on while they walks out of his house and now they is in dire need of it because it is the holidays and they is 65 years old and can't get medicine until they gets this. Patient also mentioned he had an appointment with the representative 2 months ago or so and they reprogrammed and it worked but as soon as they got out of the truck going down the road the next day it did it again and they has not kept this thing faithfully charged above 50% since then. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Pt states the device increases on own 4 different times starting a year ago. On 2026-may-01, additional information was received from the patient. Patient called back stating they would be driving when they would hit a jump or move a certain way their intensity would go from two something to 6 when using 2 or 3 (agent understood 2 or 3 was a program. Patient said that issue had been going on since the second day they got the implantable neurostimulator (ins) battery. Patient had told their manufacturing representative (rep) who said to get a new controller battery after the rep did resetting to their therapy settings. Patient had no managing healthcare provider (hcp) because their doctor threw them out onto the street because the doctor accused the patient about something they had not done for the patient was not a druggie. The device was the only thing keeping them going and it was not working. Patient said they were in pain. Patient was redirected to hcp for therapy issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.